Event description:
During an upper endoscopy the balloon did not inflate as expected and was leaking fluid.

Manufacturer narrative:
The following elements have blank data.

Event description:
During an upper endoscopy the balloon did not inflate as expected and was leaking fluid.

Manufacturer narrative:
The following elements have blank data.

Event description:
During an upper endoscopy the balloon did not inflate as expected and was leaking fluid.